Event description:
Bd ext stabilized extension set with nearport IV access and microclave clear neutral displacement connector with a saline flush connected, and healthcare provider said he was unable to prime the extension set. He demonstrated that the clamp was open.